Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of a 50 mm in diameter abdominal aortic aneurysm. It was reported that, approximately six years and ten months post index procedure, the patient presented emergently with an aneurysm rupture. The aneurx stent graft had migrated out of the proximal seal zone and there was a proximal type I endoleak. The physician elected to implant an aortic cuff proximally and implanted a second aortic cuff at the level of the flow divider. The event was resolved and the procedure was completed. Per the physician, the cause of the event was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.